Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing intermittent power issues and that the battery compartment was cracked and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/04/2014 with the following findings: the black box data from the date of occurrence had been overwritten, thus the reported event could not be confirmed using this method. However, the current black box data showed two inexplicable reboot events. A battery cap was not returned with the pump; a test battery cap was used during all steps of the analysis. Visual inspection revealed that the threads of the battery compartment were stripped and the battery compartment was cracked in the thread area. The test battery cap was not able to fully fasten to the pump; this finding may have contributed to a power-loss event. The pump was exercised for 24 hours, and no reboot, loss of power, or call service alarm event was observed. The pump case was removed, and no evidence of moisture ingress or loose internal components was observed. The reported event was not duplicated.